Event description:
Customer reports false negative hcg results on patient. The customer states that they had a patient that did not yield a positive hcg result until 15 minutes after test was initiated. The result was negative at the stated read time. States the patient was in early stages of pregnancy. No serum quant was performed.

Manufacturer narrative:
Control lot: 25miu/ml hcg urine control lot:hcg090107-01, 100miu/ml hcg urine control lot: hcg081008-01, 279.2iu/ml hcg urine lot: hcg081229-01. Summary of results: the retention devices meet qc specification. Correct positive results were observed when tested with 25miu/ml hcg urine control. The 100miu/ml and 2792u/ml hcg urine control yielded clearly positive results at 3 minutes reading time. Conclusion: the retention devices meet qc specification. No false negative result was observed. So this complaint is not confirmed. Nothing abnormal found in batch review and the product number, product description and lot number was verified. No corrective action required as no product deficiency was established.